Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill one of treatment. Upon removing the tubing set, solution was found inside the cycler. Pt received prophylactic antibiotics and has had no adverse effects. Pt's effluent has remained clear. Cultures were drawn after the event and the results were negative for an infection. Sample has not been returned to the manufacturer.